Manufacturer narrative:
The pump passed the rewind, idle current, run current, self test, off no power, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm the motor position encoder error alarm due to an erased history file. Unable to perform the unexpected restart, occlusion, excessive no delivery or verify excessive no delivery alarm, unexpected restart, or the motion sensor test failure alarm due to the motor error alarm. The pump was received with a displayable history alarm in the history file due to a corrupt history file. The pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm, an unexpected restart error alarm, and excessive spanish software anomaly alarms. Customer's blood glucose was 132 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process, but would receive a motion sensor test failure. Customer was advised that insulin pump would need to be replaced.